Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The pt stated that he was uncertain how long the insulin in use had been open, and that it may have been subjected to extremes in temperature. The pt subsequently reported that he changed to a new vial of insulin and blood glucose levels returned to normal limits. The pt has continued to use the pump with no reported subsequent events.